Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk, catheter model# 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk. (B)(4).

Event description:
Patient reported they were almost overdosed. Patient reported that all components have been removed. Patient stated he didn't want hcp to service the pump any further. The pump was delivering astramorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).